Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Insulin pump received with stripped battery cap coin slot. Minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. However the test battery cap fit with battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the contacts between battery cap and battery were bad. Battery cap had been replaced but connection was still bad. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.